Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that at the time of completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The seal was removed w/out damaging the anastomosis. No patient complications were reported by the hospital